Event description:
It was reported that over the past year this implantable cardioverter defibrillator (ICD) and other manufacturer right ventricular (rv) lead had high out of range intermittent jumps in pacing impedance as high as 2600 ohms. There were no episodes in the logbook, and the impedance was typically in the 700 ohms range. The system remains in-service. No additional adverse patient effects were reported.